Event description:
Reporter noted chamber collapse during phacoemulsification. Tried two handpieces. Retained cortical material in eye. Unable to complete the case due to increased intraocular pressure. They brought the patient back the next day and completed the case without problems.